Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had a broken rail, which also affected the retractor band. A field service engineer replaced both the rail and the retractor band. Upon restarting the system, one of the controller boards failed to operate, prompting its replacement. After rebooting, the solenoid engaged whenever power was supplied. Subsequently, the second controller board was replaced, and the entire drawer began to function correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full-height drawer failed. The malfunction occurred when a user tried to issue medication to patients, without causing any delay to patient care. There were no adverse events or injuries reported based on this event.